Manufacturer narrative:
The device was not returned to olympus for evaluation, field service engineer determined that the device was no longer displaying the error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system had a b30 scope communication error. The issue was found during preparation for a therapeutic foreign body removal that was cancelled. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error was due to a communication error on the connecting section. Olympus will continue to monitor field performance for this device.